Event description:
Patient had already had one secondary intervention for a type ii endoleak. A follow up exam noted what appeared to be a type iii endoleak between the leg graft placed in the first secondary intervention and the ipsilateral leg graft from the initial implant procedure. After the physician had the patient's leg open he ran angio and no endoleak could be seen. Physician elected to place a tfle 10-88 in case there was an endoleak that he could not see. Refer to 1820334-2005-00257